Event description:
It was reported by service report that the foot of the bed drifts down, the power cord is frayed, and the auxiliary outlet cover is burned/arced. No patient involvement or adverse consequences are reported.

Manufacturer narrative:
Auxiliary outlet screws fell out causing receptacle to move shorting the auxiliary plug.